Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's e216 scope communication error code was confirmed. Additionally, the device evaluation found the camera cable was determined not to meet the product specifications due to a kink in the cable, the image noise occurs, and the coupler has rust. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, the internal image sensor (ccd) potentially failed due to a kink in the camera cable. In that case, a communication failure occurred, which most likely resulted in communication failure and thus in the inability to communicate normally, leading to error e216 and the generation of image noise. The following description is found in the otv-s300 instruction manual: "how to identify and handle abnormalities. Code: e216 error message: endoscope communication failure cause: an error occurred in the communication between the endoscope and the product. Solution: immediately turn off the power to the product and pull out the video connector. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after turning the power on again, immediately turn off the product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus. To mitigate the risk/harm to the patient, the instructions manual provides the following: the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head had a communication "error display-e216 in use". The problem occurred during preparation for use/prior to sedation,immediately after mounting the camera head before starting surgery. The intended therapeutic surgical operation was completed using a similar device. There were no reports of patient harm.